Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding patients receiving medication via implanted pumps. Per the reporter, "we have had pumps that have stalled for a couple of hours and they have not alarmed. We have had 3 patients that have had a stalled pump after an MRI that have not recovered within that hour, so we have given them a small bolus to restart the pump. The situation this has happened in is when a patient has MRI and a motor stall occurs." The reporter was wondering how long it took for a motor stall to be detected by the pump and then initiate an alarm. The patient/device information, the drug in the pumps, the pertinent patient medical history/concomitant medications, the dates of the events, the length of the pump stalls, patient symptoms, and the actions/interventions taken to resolve each case was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.